Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for right ventricular pace lead impedance of > 3000 ohms occurred on (B)(6)-2011 03:00:03. Weekly pace measurement log data shows an abrupt increase for max ventricular pace= 448 to 8240 ohms range between (B)(6)-2011 and (B)(6)-2011. A 3 ventricular nonsustained tachycardia (nst) episodes of <=210 ms occurred between (B)(6)-2011 16:06:02 and (B)(6)-2011 09:29:06.

Event description:
It was reported that the right ventricular [rv] lead was oversensing, had high and unstable pace/sense impedance, and one noise episode. A patient alert triggered. An rv lead fracture was suspected. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.